Event description:
It was reported that this right atrial (ra) lead exhibited under sensing and loss of capture caused by a suspected fracture. The physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.